Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) reported that the pim without the safety disk is suspected to have been faulty in this case. However, after several attempts of auto fill and inflation of iab using auto fill tests in service diagnostics, k10 is able to move again and auto fill was successful afterwards. Since the pim seems to be intermittent faulty, the pim has been collected back to our workshop for further checking. After several days of checking and attempts of auto fill till now, the same problem could not be reproduced. The pim is working fine so the failure could not be verified.

Event description:
The customer reported that while in use on a patient the intra-aortic balloon pump (iabp) alarmed "auto fill failure." After several attempts of auto fill, the iabp still failed. The customer suspected the issue stemmed from intra-aortic balloon (iab). The iab was removed and replaced with a new iab. Autofill was performed and the iabp failed once again. User then switched to use cs100 iabp successfully. There was no adverse event reported.

Event description:
The customer reported that while in use on a patient the intra-aortic balloon pump (iabp) alarmed "auto fill failure". After several attempts of auto fill, the iabp still failed. The customer suspected the issue stemmed from intra-aortic balloon (iab). The iab was removed and replaced with a new iab. Autofill was performed and the iabp failed once again. User then switched to use cs100 iabp successfully. There was no adverse event reported.